Manufacturer narrative:
G4: 29jan2020. B4: (B)(6) 2020. The touchscreen assembly was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During testing, it was determined that the resistance was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019.

Event description:
It was reported that the unit 's touchscreen response was inaccurate. There was no patient involvement.

Manufacturer narrative:
MFR received date: 30 oct 2019. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The touch panel failed calibration and will require replacement. The manufacturer's international service technician replaced the touchscreen and the issue was resolved. The unit was checked, cleaned and testing was performed. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.